Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received customer's maude report from the FDA, which states " alaris IV pump delivered fentanyl at 200mg/hr; a rate greater than the default designed in the equipment. Medication stopped and IV pump was changed. No injury noted and patient was later discharged. According to the manufacturer, the pump is designed with a hard stop that prevents human or electronic error of the system for patient safety. Pump sent to manufacturer for evaluation. " there is no information provided as to the concentration, or the expected or ordered rate or dose. No patient harm, no other information is available.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.